Event description:
It was reported that during a starr procedure, misformed staples, staple line was open, sutured by hand. No further information is available. Procedure was completed with same like device. There was no consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). No device return. The analysis results showed that the cartridge was received in good visual condition and without the instrument. The cartridge was received fully fired, the washer was cut and the knife recessed below the cartridge deck. No functional test could be performed due to the condition of the reload. Event could not be confirmed as the instrument was not returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.